Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery (sfa). A 5.0mmx20mmx143cm coyote ns balloon catheter was selected but was unable to cross during insertion and the proximal shaft kinked. The device was removed and a 3mm x 40mm x 146cm coyote es balloon catheter was advanced and inflated four times. However, during the fifth inflation at 14 atmospheres the balloon ruptured. The procedure was completed with additional dilation with a 5x20 coyote nc catheter, the deployment of a 6x60 innova stent, and repeated dilation with a 5x20mm coyote nc catheter at 18atms. Flow was successfully obtained. No patient complications were reported.